Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, an unknown device failure occurred. A second and third proglide device failure occurred in the same patient. The method to achieve hemostasis was not provided. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device in the pre-deployment condition. This included the plunger not depressed, sutures remained within the guide, and the link remained within the foot. There was also dried blood observed in the marker lumen. This indicates that the device was inserted into the anatomy, as blood was seen in marker lumen and the foot was never deployed. An analysis of the returned device did not confirm the reported device issue. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there does not appear to be a lot specific quality deficiency.